Manufacturer narrative:
Device evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. The visi-pro was received loaded in the 6fr non-medtronic introducer sheath. Balloon material was bunched up at the distal end of the balloon. The visi-pro catheter was advanced distally out of the sheath. Sanguine residue was noted on the exterior of the balloon chamber. A small amount of contrast residue was noted in the distal end of the balloon chamber. The sheath was examined and the distal end exhibited accordion folding. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a visi-pro balloon-expandable stent to treat a lesion in the common iliac artery. The device was removed from its packaging and inspected with no issues noted. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. The stent was deployed correctly without any issue, but the balloon got stuck in the sheath after the stent was deployed. The procedure was finished without further issue. No patient injury was reported.